Manufacturer narrative:
Date of implant; corrected data: this information was inadvertently reported incorrectly on initial MFR. Report.

Event description:
It was reported that during generator replacement surgery for end of service, the surgeon identified fluid in the lead. The surgeon replaced the lead. Attempts to obtain additional relevant information have been unsuccessful to date. The lead has not been received for analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.